Manufacturer narrative:
The complaint can be verified. The check button does not respond. There are particles inside the housing of the check button, and these particles isolate the area of contact inside the button housing.

Event description:
Reporter stated, the check button on the infusion device works intermittently. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.